Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that oversensing and recreated noise were observed on the right atrial (ra) lead. The lead pin was tug-tested and confirmed to be past the device setscrew. The lead was unfastened at which point the patient was externally cardioverted for atrial flutter. The lead was connected to an analyzer. Testing and manual manipulation were performed with no noise observed. The lead was reconnected to the device and re-tested with the device in and out of pocket, again with no noise observed. The physician elected to cap and replace the lead. No further patient complications have been reported as a result of this event.